Event description:
There was a disconnection of the luer/tubing on the arterial line. There was no patient injury or treatment reported with this event.

Manufacturer narrative:
The customer reported a second lot number. 37b19e0114. The manufacture date of the second lot number is 02/2007. The subassembly in question is a a564 and is manufactured by smiths medical asd. This assembly is incorporated into the finished product (mx9504) by smiths medical international in england. The finished product is further assembled, packaged and assembled by smiths medical international. Visual inspection of two of the three returned samples confirmed that female luer locks were detached from the tubing. There was evidence of solvent at the end of the tube and that the tube had been fully inserted into the luer lock. The od of the tube was within specification. The device history record was reviewed for the subassembly with no issues present. Review of the complaint database indicates this is the second reported separation issue for this subassembly in the last 24 hours. Smiths was able to confirm the issue; however, no root cause could be determined. The issue is being monitored for trend. No additional action necessary at this time. Smiths considers this MDR closed with this report.